Event description:
The customer reported to baxter (B)(4) regarding the interlink basic vented set, in which the drip chamber collapsed and it was impossible to prime the set. They were attempting to prime a vial of albumin. The customer closed and opened the regulating clamp many times. The problem occurred during use, however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. The sample was visually inspected and functionally tested with satisfactory results. The set was primed with water with no defects. The cause of this condition could not be identified. A batch review could not be performed as the lot number of this device is unknown.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.